Manufacturer narrative:
(B)(4). The suspect device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator touch screen was not responding due to fluid damage and kept "freezing-up". There was no patient involvement associated with the reported event.